Event description:
It was reported that the pump touch screen was "diimer." Additionally, it was reported that the pump battery was depleting quickly and that the pump "usb port sometimes doesent work." Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.